Event description:
Reporter alleged he had been obtaining higher blood glucose readings and went to the doctor to get glucose tested. Reporter stated obtaining a glucose result of 248mg/dl on his advantage system compared to the doctor's measurement of 71 mg/dl when testing was performed within 10 minutes. No actions were taken or treatment reported. A request was made for the return of the suspect device and replacement product was sent.